Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: crease/folding of implant: creases observed on the device. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "encapsulation, contracture, pain, and deformation". Later, healthcare professional reported "spherical morphology, characterizing an increase in the number of radial folds of the involucre" and "signs of capsular contracture". Device has been explanted.

Event description:
Patient reported left side "encapsulation, contracture, pain, and deformation". Later, healthcare professional reported "spherical morphology, characterizing an increase in the number of radial folds of the involucre" and "signs of capsular contracture". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.